Event description:
The consumer's wife alleges the concentrator was not processing enough oxygen, resulting in her husband being in the ICU.

Manufacturer narrative:
Manufacturer received information from user that their concentrator was not functioning properly and user's wife stated her husband had to go to the ICU. No medical confirmation of alleged treatment. Device is not life sustaining and has alarm features and oxygen monitoring features. No history to suggest a product problem. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or improper set up had occurred. MDR filed as a conservative measure.